Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 27-feb-2017, fse arrived at the site to address the reported event. Fse replaced the printer. The customer successfully ran controls and verified the results. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the printer.

Event description:
On (B)(6) 2017, the customer reported "printer error 401" with the printer for their g8 analyzer. The customer attempted to troubleshoot by reseating the lever, using canned air, and rebooting. The paper was subsequently able to feed, but not print. On (B)(4) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.